Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (LV) lead was damaged while being positioned within the tortuous coronary sinus anatomy. The LV lead was not used and was replaced with a new LV lead. The patient remained in stable condition.